Event description:
It was reported that revision surgery was performed. It was reported that the patient experienced left sided foot drop since primary surgery, antalgic gait, irritable range of movement and increasing pain.